Event description:
It was reported that balloon detachment occurred. A 7.0mmx30mmx135cm 4 french sterling balloon catheter was advanced for treatment. Vascular access was gained via the right femoral artery. Angiogram was performed in the left internal iliac artery. There was no abnormality found when the balloon was inflated. The physician released the pressure in the balloon and withdrew the balloon to adjust the position. It was found the balloon could not move. The physician exerted force and the balloon could slightly move. The physician exerted force again; however, the balloon could not move but the delivery shaft could be withdrawn. The delivery shaft was removed from the patient; however, the balloon was left in left internal iliac artery. Surgery occurred retrieve the balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 106cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that balloon detachment occurred. A 7.0mmx30mmx135cm 4 french sterling balloon catheter was advanced for treatment. Vascular access was gained via the right femoral artery. Angiogram was performed in the left internal iliac artery. There was no abnormality found when the balloon was inflated. The physician released the pressure in the balloon and withdrew the balloon to adjust the position. It was found the balloon could not move. The physician exerted force and the balloon could slightly move. The physician exerted force again; however, the balloon could not move but the delivery shaft could be withdrawn. The delivery shaft was removed from the patient; however, the balloon was left in left internal iliac artery. Surgery occurred retrieve the balloon. There were no patient complications reported.